Event description:
It was reported when an asymptomatic patient presented in clinic during follow up, an ams episode was observed due to far r-wave oversensing. Reprogramming the pvab was recommended. No further information is available.

Manufacturer narrative:
(B)(4).